Event description:
It was reported patient presented in clinic. It was noted during device interrogation that the patient's right ventricular (rv) lead exhibited lead noise. During rv lead revision, it was observed that the rv lead conductors were externalized. The rv lead was extracted and replaced successfully. Patient was stable.